Event description:
It was reported a low recirculation volume apd set with cassette appeared damaged. The event was further described as the devices ¿either had a noticeable sliced hole or a scratch mark varying in severity¿. The event occurred during unspecified process step while performing peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.